Event description:
It was reported that there was an error message displayed. There were no patient complications. The procedure aborted due to this malfunction. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.

Manufacturer narrative:
Upon receipt of this generator at our quality assurance laboratory, this device was thoroughly analyzed. The service department was unable to replicate the error codes mentioned, even during the device incoming functional testing. However, the generator passed the power on self-test (post). The syringe and delivery device were connected with no issues overserved and the device primed and flush as per specifications. Reviewing the event logs, there were found errors 219 (resonant frequency less than 410 khz or greater than 460 khz), 235 (coil temperature is below 105 or outlet temp is below 90 during vapor prime), 250 (vapor button released during prime sequence) and 275 (empty limit switch indicates the syringe limit is empty error codes) but there were no other service records for this generator. As a precaution the internal delivery device cable and load cell were replaced, and the system device was updated. The generator passed full functional and electrical safety testing. It is likely that the error message resulted from an electrical issue, leading to the reported event. The reported complaint was not confirmed. Based on review of all information available and analysis results, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that there was an error message displayed. There were no patient complications. The procedure aborted due to malfunction. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.